Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device display went blank during patient monitoring. The customer requested that the device be returned for bench repair. The device was in use on a patient, however, no adverse effects to the patient were reported.